Event description:
In 2008, the sales representative reported that during a kit inspection, it was noticed that the inner shaft was bent. The following month, after analyzing the returned product, it was identified that the inner shaft was not bent, but that the tips were worn causing the instrument to toggle the screw. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. The results of the device history record review indicates the past met specification. Visual examination of the driver mating tip indicates wear from normal use. Functional test by attaching a screw to the driver tip indicates the tip wear allows the screw to toggle and is not held on-axis by the retaining outer shaft. An engineering investigation in october 2005 resulted in a redesign to the driver tip.